Manufacturer narrative:
No conclusion code available. The reported field event of noise was not confirmed in the laboratory but atrial crosstalk leading to pacing inhibition was noted. The device was tested on the bench as well as using automated testing equipment and high hvlic and pli measurements were observed due to an internal hybrid anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, noise was oversensed on the atrial channel when the lead was connected to the device. Device was replaced and no noise was seen on the atrial lead. The patient was not symptomatic and was stable throughout the procedure.